Manufacturer narrative:
Result: there was no visible damage to the ruby coil detachment handle (handle). The handle was tested for pull force and throw distance and was found to pass all specifications; the handle actuated correctly. Conclusion: evaluation of the returned devices revealed that the pull wire was retracted out of the ruby coil¿s pusher assembly and the embolization coil was detached. It is likely that friction between the pull wire and the hypotube inner lumen may have contributed to inability to detach the embolization coil. Extreme tortuosity along the majority length of the pusher can cause a build-up of friction between the pull wire and the inner pusher tube, overcoming the force that the handle is able to apply. Withdrawing the coil will alleviate some of the friction, and the tension in the pull wire may cause the coil to detach. The ID of the ddt was measured and found to be within specification. Further evaluation of the returned devices revealed no visible damage to the handle and, the handle was functional. The handle was functionally tested using the handle fixture and was within specification. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. Penumbra handles are functionally tested during incoming inspection by quality. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2017-00470.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a ruby coil detachment handle (handle). During the procedure, the physician successfully placed multiple coils. The physician then attempted to place a ruby coil and, after successfully advancing the ruby coil through another manufacturer¿s microcatheter, the ruby coil was unable to detach using the handle. However, the physician reported that the detachment zone had separated. The ruby coil then detached within the microcatheter; therefore, the microcatheter was removed with the ruby coil inside. The procedure was completed using a new handle, a new ruby coil, and the same microcatheter. There was no report of an adverse effect to the patient.